Manufacturer narrative:
The user facility did not involve the dräger service into examination of the device and potential repair measures. No further information such as e.g. A log file could be obtained. Hence, a case-specific evaluation is not possible for the manufacturer. Based on the provided information the extent to which the touchscreen was misaligned or inoperable could not be determined. The root cause for a touch screen failure can be related to technical issues, mechanical damage or other factors. It can further not be excluded that a recalibration of the touch screen could have solved the issue. However, due to a lack of information, a differentiation is not possible. An impaired or lost touch screen function is obvious for the user and has no effect on the ongoing ventilation. Interaction with the device for e.g. Changing the ventilation parameters may be restricted. The serial no. Listed in the user facility report cannot be found in our system. No further information regarding the unique device identifier (UDI) or serial no. Of the device were provided by the user facility upon request. Therefore, the UDI of the device and production date cannot be determined.

Event description:
It was reported that the parameters and modes of the device were dynamically adjusted according to the patient's condition. The touchscreen of the device was not working, making it impossible to effectively adjust the ventilator to assist in the patient´s breathing. The patient´s condition was monitored in real-time to provide manual intervention if necessary. No health consequences for the patient were reported.